Event description:
It was reported that air bubbles were observed with in the canister. Reportedly, the customer loaded cold insulin into the cartridge. Customer primed the tubing to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.